Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update (B)(6) 2013: dor and reason for revision pain and elevated metal ion levels.

Event description:
Revision of pinnacle/corail implants scheduled for (B)(6) 2013. Reason not provided.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the 2726797 lot code. Previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations since their release to distribution. It should be noted, this report is a direct duplication of (B)(4). No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.